Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A chest x-ray was performed. Technical services (ts) could not confirm if there was a lead fracture. Ts suggested troubleshooting actions and potential further actions. The lead remains in use. No adverse patient effects were reported.